Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Three electronic photos were provided. The photo shows a g2 filter; red-tan colored tissues were present in apex and some of the filter limbs. There are 9 limbs are present on the filter. Based on the photo review, the investigation is confirmed for filter limb detachment. Approximately after seven years seven months of post filter deployment the patient scheduled for the inferior vena cava filter retrieval. The patient with the filter fracture and filter tines were noted to have embolized to the pulmonary arteries. The retrieval cone was advanced to the filter. The cone could not engage the apex of the filter, as it was against the wall. A 30mm snare was used to grasp the filter which allowed it to be pulled cephalad. The filter cone was then redeployed to attempt to grasp the filter, however the apex of the filter was now in the right renal vein. Therefore, the filter was again captured with the snare and then removed. Subsequently a new cook select filter was then deployed. The pathology reports states that there was a small amount of adherent red-tan soft tissue. After one month, six days a computed tomography (CT) chest abdomen and pelvis was performed, and it revealed tine linear radiopaque foreign bodies in the right middle and right lower lobes of the lung. In addition, there was a fine linear radiopaque foreign body in within the left external iliac vein. These three foreign bodies are consistent with the history of fractured inferior vena cava filter with embolization of three filter limbs. Approximately after one year six months an x-ray chest anteroposterior (ap) and lateral was performed and it revealed again, there are two thin wire like fragments projecting over the right lower lung field on the frontal view, one in the right middle lobe and the other in the right lower lobe consistent with the previous chest x-ray and chest computed tomography (CT). Based on the medical records, the investigation can be confirmed for filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for perforation of the ivc and filter tilt. Therefore, the investigation is confirmed for filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc) and filter tilt. Per medical records, multiple attempts were made to engage the apex of the filter using cone and snare but were unsuccessful due to the apex of the filter, as it was against the wall. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4(expiry date: 11/2008), g4, h4(manufacturing date: 11/2005), h6(device: 1528). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the three detached filter limbs located in the heart and lungs were not retrieved. It was further reported that the filter limbs perforated into organs. The device was removed percutaneously after seven years and five months post filter deployment. The patient reportedly experienced chest and back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Patient was scheduled for inferior vena cava (ivc) placement on for history of multiple deep venous thrombosis and pulmonary embolism, polycythemia and protein s deficiency and preoperative preparation for orthopedic surgery. Access was gained via the right common femoral vein. An inferior vena cavagram demonstration a widly patent inferior vena cava without evidence of thrombotic disease. The ivc filter was properly positioned in an infrarenal segment of the cava. A completion inferior vena cavagram showed an excellent technical result. The filter was well within the infrarenal segment and appeared to be right within the center of the cava and not tilted in any fashion. The patient tolerated the procedure well. Approximately seven years six months post ivc filter deployment, patient was scheduled for ivc filter retrieval due to filter limbs noted to have embolized to the pulmonary arteries in conjunction with a second ivc filter deployment. Access was gained via the right internal jugular vein. An inferior vena cavagram demonstrated no thrombus. The retrieval cone was advanced to the ivc filter, however the cone could engage due to the apex of the filter being against the inferior vena wall. A 30mm snare was then used to grasp the filter which pulled the ivc filter cephalad. The filter cone was then redeployed at another attempt to grasp the filter. However, the apex of the filter had moved into the right renal vein. The filter was again captured with the snare and then removed. A left renal venogram and inferior vena cavagram was performed and a new cook celect ivc filter was deployed. A post placement was venogram was obtained. One month post ivc retrieval, a CT of the abdomen & pelvis demonstrated linear metallic fragments identified centrally within the left external iliac vein consistent with retained fragments of the previously removed ivc filter. Anterior abdominal wall collateral vessels suggested chronic venous thrombosis, likely in the left external iliac vein given the central position of the metallic fragments. Also performed was a CT of the chest for dvt revealed metallic fracture fragments noted in the right middle and lower lobe. All three filter limbs appeared to be in stable condition. No evidence of parenchymal oligemia or consolidation observed. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately seven years six months post ivc filter deployment, the patient was scheduled for ivc filter retrieval due to filter limbs noted to have embolized to the pulmonary arteries. Approximately one month later, CT demonstrated linear metallic fragments identified centrally within the left external iliac vein consistent with retained fragments of the ivc filter. A CT revealed metallic fracture fragments in the right middle and lower lobe. Therefore, the investigation can be confirmed for limb detachment. However, the investigation is inconclusive for perforation. Additionally, the investigation is inconclusive for filter tilt as it is unknown the angulation of the filter given the provided medical records. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2008), (manufacturing date: 11/2005), (B)(4). (B)(4).

Event description:
It was reported that approximately seven and a half years post filter deployment, the filter was successfully retrieved; although, three detached filter limbs located in the heart and lungs were not retrieved. No reported additional attempts were made to remove the detached filter limbs. The patient status at this time is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter perforated limbs into organs and detached. The device was removed percutaneously. However, the three struts remain situated in the patient's lung. The patient experienced chest and back pain. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual inspection: the device was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for filter limb detachment, as no sample was returned for evaluation. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately seven and a half years post filter deployment, the filter was successfully retrieved; although, three detached filter limbs located in the heart and lungs were not retrieved. No reported additional attempts were made to remove the detached filter limbs. The patient status at this time is unknown.